Manufacturer narrative:
Pump was received with pump error 37 alarm during rewinding due to moisture damaged on motor assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37 alarm. No unexpected critical pump error (open book image) alarm noted during testing. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, scratched case and minor scratched lcd window. Unit was received with corroded battery tube, moisture damaged electronic assembly on the printed circuit board and on force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 120 mg/dl. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message with a red x on the display screen. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.